Event description:
No complaint against this product code - account returned along with the handle portion.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) - no complaint against the product code.

Event description:
It was reported that during an endometriosis procedure, the cutter did not work. Another like device was used to complete the procedure. There were no adverse consequences for the patient.